Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that an infusion set cannula never inserted into her body and caused her blood glucose to go over 400 mg/dl. The customer had to miss work. The adhesive on the infusion set sometimes got stuck on the serter and did not insert properly. The customer was also having issues with the insulin pump's battery. The device was not returned.